Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis, and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: 1st (superior): ifuse implant, p/n 7050-90, lot# 333322, mfd. 02/09/2015, expires 2020-02, (B)(4). 2nd (inferior): ifuse implant, p/n 7050-90, lot# i0a67, mfd. 08/02/2014, expires 2019-08, (B)(4).

Event description:
The patient had left side si joint arthrodesis with two implants in (B)(6) 2016. The patient also had a different fusion cage in the same joint. The patient complained of pain and wanted all the left si joint hardware removed. In (B)(6) 2017, the surgeon successfully removed the fusion cage. He then tried to remove the other two implants but they were both solidly fixed in bone and could not be removed. The status of the patient following the revision procedure is not yet known.